Manufacturer narrative:
A review of the sample device found that the coil of the guidewire was detached from the wire, confirming the customer''s complaint. This complaint is captured under CAPA (B)(4) to address the root cause of the skater coil detachment problem. The investigation is in progress. Additional information will be provided once investigation has been concluded.

Event description:
The customer to prepare the introducer set before inspection, when they¿re take out the 0.018¿ guidewire form the plastic tube and found the coil was detached.